Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was observed to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a dislodged conductor wire at the distal clevis. The wire insulation was not damaged and the instrument passed an electrical continuity test. Additional observation: the instrument was found to have a dislodged crimp from the yaw pulley. The yaw cable crimp was installed and was not properly seated within the yaw pulley as the spatula moved in yaw. The probable root cause of dislodged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of a dislodged cable crimp whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing.